Manufacturer narrative:
Vyaire complaint : (B)(4). The vyaire field service representative went onsite and evaluated the ventilator. The fio2 was found to be reading 4 points lower than the set point. The extended service test (est) was performed which corrected the problem. The operational verification procedure (ovp) was performed and device was tested. The field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator was alarming high fio2. The customer stated there was no patient involvement.